Event description:
The surgeon put on a connector that was lateral and short. The surgeon then noticed the t2 screw was a little lateral and not aligned properly. He proceeded and put the set screw into to the connector and tightened the first set screw of the connector to the rod and had no issues. He then went to tighten the set screw to the tulip and noticed it was not going in right. Upon final tightening he heard a pop, and the tulip splayed and one side the set screw popped out of a thread. They backed the screw out again, then removed the pedicle screw and switched it out with a new one without realigning. The surgeon loosened the lateral connector to relieve the forces on the one side of the second pedicle screw which replaced the first screw, and it splayed again. They then removed the second screw that had also splayed due to the misalignment and replaced it with a third screw, but this time adjusted it to line up better with the rod and connector, then it locked down. The screw did not splay this time as the alignment was correct. The patient was not affected, and the case went fine otherwise.